Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil was unable to detach in the patient. Therefore, the ruby coil was removed and the procedure was completed using a new ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Result: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked in multiple locations. The embolization coil was intact with the pusher assembly. The ruby coil pusher assembly was inserted into the funnel of a demonstration detachment handle by a penumbra investigator and the handle was actuated. The pusher assembly pet lock became broken and the embolization coil detached successfully. Conclusion: evaluation of the returned device revealed the pet lock and embolization coil were intact. A broken pet lock indicates that a pull force was applied to the proximal end of the pull wire, typically in an attempt to detach the embolization coil. If the pusher assembly is not properly seated in the funnel of a detachment handle during an attempt to detach the embolization coil, the detachment handle may not be able to grab onto and apply a pull force to the pull wire, resulting in an inability to break the pet lock and detach the embolization coil. A functional analysis of the ruby coil by the penumbra investigator revealed that the embolization coil detached using a demonstration handle. The proximal end of the pusher assembly was inserted into the handle, and the handle was actuated. The pet lock was broken, and the embolization coil detached from the pusher assembly without an issue. Further evaluation revealed that the pusher assembly was kinked in multiple locations. This damage was likely incidental and may have occurred during packaging the device for return. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.